Event description:
This lead became dislodged one day post implant and was repositioned. The next day this lead became dislodged again and was replaced. When the physician examined the explanted lead, he felt that the helix was not fully extended.